Event description:
It was reported that the asymptomatic patient presented after receiving a patient notifier. Episodes were recorded as non-sustained lead noise although the signal did not appear to show noise. Ventricular paced events were not detected on the discrimination channel. The alert will be cleared and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.